Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possibly inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, undersensing was noted on the right atrial (ra) lead during the af episodes. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.